Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 200cc saline breast prosthesis that deflated after surgery. As a result, the patient underwent explantation on (B)(6) 2018.

Manufacturer narrative:
On 07/05/2018, the mentor failure analysis lab received the device for evaluation. On 07/05/2018, mentor received additional information about the event: the date of event was originally reported to be (B)(6) 2018. New information states that the date of event is (B)(6) 2018. The concomitant product of the suspect medical device is a mentor siltex round moderate profile 200cc saline breast prosthesis, catalog #3542625, lot #144657. Patient¿s explanted devices were replaced with mentor smooth round moderate profile 200cc saline breast prostheses. On 07/19/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.5 cm on the posterior aspect and valve leakage. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).